Manufacturer narrative:
The insulin pump was received with a blank display due to fault the x2 interface board. Unable to verify unexpected restart alarm or perform the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. No damage found on the c13 interface board noted. The insulin pump had cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that they received multiple unexpected restart alarms. Customer stated that the alarm occurred shortly after new batteries were inserted. The customer stated that the pump was not stored or not in used for an extended period of time. The customer was advised to monitor pump and continue use until insulin pump replacement arrives. The product was returned for analysis.